Manufacturer narrative:
Conclusion / root cause: the test vent passed all testing with this power supply installed. There were no faults found with this power supply. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
During preventive maintenance the manufacturers field service engineer (fse) noted a vent inop condition, post timer/24 volt failure. Vent inop signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. The fse replaced the power supply to correct the reported problem. The device passed performance verification testing. No patient involvement.

Event description:
During preventive maintenance the manufacturers field service engineer (fse) noted a vent inop condition, post timer/24 volt failure. Vent inop signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. The fse replaced the power supply to correct the reported problem. The device passed performance verification testing. No patient involvement.